Event description:
A report was received alleging the bottom portion of a pulse oximeter's display showed missing segments. Though requested, additional information regarding patient involvement was not made available by the reporter. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).